Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During upstream occlusion detection testing no false upstream occlusion alarms occurred. A review of the event history log revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was unable to be verified. The failure was not reproduced and not related part failure was identified. No correction required. Should additional relevant information become available, a supplemental report will be submitted.